Event description:
The complainant reported that two months after placement, the flange of the enteral feeding device was missing and the button had migrated into the intestinum duodenum. The device was retrieved using an endoscope and there were no reported pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.